Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "they saw something wrong with their implant," pain, and it "healed wrong." Later patient contacted back to report a "capsular contracture baker grade unknown" with "scar tissue", "it's not under the muscle anymore" and "small cysts". This record is for the right side. The device remains implanted.